Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the localizer faulted between cases after being on for hours. The system then passed the system checkout and was found to be fully functional. Other relevant device(s) are: serial/lot #: (B)(4), software, version #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of procedure. It was reported that, when the site was setting up for another case, the navigation system stated localizer not connected on the screen. They rebooted the system and the issue was resolved. There was no patient present when this issue was identified.

Manufacturer narrative:
The logs for the navigation system were reviewed by medtronic personnel. However, the logs provided no additional insight into the probable cause of the anomaly. The software investigation found that a probable cause was unable to be determined without further information since the on-going investigation proved to be inconclusive based on the information provided. If information is provided in the future, a supplemental report will be issued.